Manufacturer narrative:
The field generator was returned to the manufacturer for analysis. Analysis found that when the field generator was connected to a known good system, it functioned normally and issue could not be replicated. All ports on the axiem maintained green status during testing. No fault found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. Part not returned.

Event description:
Medtronic received information that, while outside of a procedure, it was reported the site was experiencing difficulty tracking the instruments and that the instruments were "not being picked up" on the navigation system. There was no patient present when this issue was identified.

Manufacturer narrative:
UDI updated. Mfg date updated. A medtronic representative went to the site to test the equipment. The representative noted that the emitter was replaced due to the overall inaccuracy. The navigation system then passed the system checkout and was found to be fully functional. The representative noted that the straight suction did not verify during the testing. The site ordered a replacement suction. The part has not been received for evaluation.